Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
It was reported that the sizer was unstable and tilting, while holes were being drilled to position the femur cutting block.

Manufacturer narrative:
Age: (B)(6).

Manufacturer narrative:
(B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the play at the sizer assembly junction seems to be more than 1-2 millimeter which means it can affect couple of degrees of rotation. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following have been updated: complaint sample was evaluated and the reported event was confirmed. The examination of the returned device found signs of wear and tear suggesting repeated use including dents and scratches. The bottom component or "feet" was found loose. Dimensional analysis was completed. Per inspection instruction sheet, measurements taken were found within tolerance. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.